Event description:
According to the customer: reason of complaint: over infusion. 1306 hours: nurses counter-checked before putting up the new syringe of fentanyl. 1445 hours: bolus administered by 2 x doctors. Hypotensive episode thereafter, with sbp 50s on ia line and nibp. IV hartmann's and IV phenylephrine used promptly to treat the over infusion of fentanyl. Bp improved to map > 65 rapidly. Patient did not require any vasopressors afterwards.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance. No sample / over infusion. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from on (B)(6) 2024 were analyzed. At 02:47 pm an new therapy was selected. A rate of 30ml/h was selected and the infusion was started. A bolus of 30ml was started with a rate of 800ml/h. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. A bolus of 30ml was given.